Event description:
On (B)(6) 2011, this pt underwent endovascular repair using two conformable gore tag thoracic endoprostheses. On (B)(6) 2011, gore was made aware of an unspecified endoleak. Images were sent for analysis. On (B)(6) 2011, gore imaging service determined the aneurysm had enlarged due to an endoleak of indeterminate origin.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Images were sent to gore for analysis. The images showed contrast pooling outside the distal device at the level of the distal portion of the aneurismal sac. The origin of contrast could not be determined with available images. There appeared to be poor inner curve wall apposition of the distal end of the proximal device. There appeared to be 31.5mm outer curve and 17.9mm inner overlap between proximal and distal devices. The length of actual inner curve overlap between the two devices appeared to be 17.9mm along the inner curve of the aorta due to lack of inner curve wall apposition of the distal end of the proximal device. Pre-implantation aneurismal diameter was an average 68.2mm. Post-implantation aneurismal diameter was an average 73.4mm. Growth of the aneurismal sac can be confirmed when pre- and post average maximum diameters are compared. According to the gore tag thoracic endoprosthesis instructions for use (IFU), when multiple endoprostheses are used to compensate for aortic taper or treatment length, adhere to the sizing guide in conjunction with the recommended guidelines: if overlapping devices of the same diameter, overlap by at least 5 cm. Additionally, according to the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleaks.